Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. Ethnicity/race: this information not provided when asked. Date of event: this information was not provided when asked. Relevant tests/laboratory data/other relevant history: this information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the 3d comfort splint. The patient is experienced burning sensation. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, the device was worn for 10 days with the symptoms not resolving. The provider encouraged the patient to discontinue the use and seek an allergist for more definitive results.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for case #(B)(4) and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The receiving router for lot# lg2743 indicated printer resin from keystone industries (supplier) passed inspection and met the specification. C of a (certificate of analysis) was also provided and confirmed the material was qualified for release. Stock product reviewed results : no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results : complaint investigator reviewed the returned device. Comfort3d bite splint was returned in the original case. The results were summarized: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device did not show any signs of discoloration. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause : a root cause for this complaint cannot be explicitly determined. IFU 12383 rev 3.0 (comfort3d bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Rpt 012620 rev. 1.0 (comfort3d bite splint verification), confirms that the resin material meets the acceptance criteria for biocompatibility (cytotoxicity, irritation, and sensitization) and mechanical properties (flexural strength, flexural modulus, sorption, solubility, and free monomer extraction).

Manufacturer narrative:
Corrected data: b2, g4, h6. CAPA 23-006. Manufacturer reference: (B)(4).